Event description:
After a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 3.5x15mm drug eluting stent was implanted in the proximal rca. About two hours after the procedure was completed, the pt returned to the cath lab with unknown symptoms. They found that the rca had occluded distal to the stent that had been placed. "It was speculated that the vessel had spasmed." The thrombus was dilated with an unknown size balloon and a filterwire was placed distal to the lesion. The physician then placed a taxus express2 3.5x12mm drug coated stent. No further pt complications were reported. Pt status is reported to be satisfactory.